Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -11.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was explanted due to excessive vault on (B)(6) 2021. A shorter length lens was implanted on (B)(6) 2021. This resolved the problem.